Event description:
According to the reporter, during a laparoscopic nephrectomy, the device would not toggle correctly causing the suture needle to break. A new device was used to complete the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.